Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 977a260 serial# (B)(6), implanted: (B)(6) 2016, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient left a voicemail stating that "yes I fell in 2025 numerous times. My last fall was on (B)(6). Not really sure if that affected my stimulator but I believe it did, meaning my wires, not the actual implanted device. And then I fell on (B)(6) 2026, which was a pretty bad fall. I landed on my left shoulder, which is you know a shoulder blade, is where the leads are located." The patient then asked for a call back stating that it would be easier to explain all this. The patient also stated that they apologize for not returning the phone calls they have been "in the middle of trying to get other information regarding things that I need to get to a possible facility that can possibly redo these leads in this whole situation." The patient then stated they would prefer to speak regarding the situation so that all of the information is correct.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016. Product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016. Product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 11-oct-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6) ubd: 11-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was between the end of december and the beginning of january the patient had two bad falls. Previously in the past, the patient saw a pain doctor and the doctor deactivated one of their leads. They had it going on the outside of their spine going up into their shoulder blade. For now the patient only had this one going and it was not enough or providing enough pain relief. Patient noted they had fallen a few times on their left shoulder and they were contemplating a procedure to help as their rotator cuff tore pretty badly. Patient thought when they took these two falls they might have damaged their second lead. Patient knew some of the pain was from their rotator cuff but they thought the majority of their pain was coming from the possibility that the lead was damaged. Accordingto medtronic the patient could not have an MRI done and they knew that an MRI showed almost anything or everything and a CT scan did not show enough. Patient wanted to know what they could do to have this looked at so they could get all this information collected and hopefully get a referral from a doctor to get it repaired. Agent reviewed information and redirected the pt back to their managing hcp. Agent provided the nas phone number.